Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: the lot was manufactured october 24, 2014-october 25, 2014. The device was received for evaluation. A visual inspection and microscopic inspection was performed with no issues noted. The reported condition could not be verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor contained a black mark on the reservoir of the device; it was unspecified if the mark was in the fluid path. The unit was filled with fluorouracil. This was observed before use. There was no patient involvement. Additional information was requested and is not available.